Event description:
It was reported via the (B)(6), that the patient died approximately seven months post the device system implant. The cause of death will not be received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Lead model 5076 is representing two leads that have the same model number and date of implant. Without a lot number or device serial number, the manufacturing date cannot be determined.